Event description:
Customer reported the set had a hole in the silicone tubing section near the upper fitment and leaked approx 100 ml of potassium chloride solution during an infusion. No add'l info was available.

Manufacturer narrative:
(B)(4). Investigation confirmed the hole and leak. Visual inspection noted a small tear below the upper fitment, measuring 0.096 inches. Microscopic exam noted a crush mark to the upper fitment. Root cause of the tear was not identified.